Event description:
It was reported that cardiac perforation was observed after implant of the right ventricular (rv) lead. Lead replacement was anticipated to resolve the event. The patient was stable and will continue to be monitored.